Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k78, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k983424.

Event description:
The customer observed a false positive architect total -hcg result generated for a patient sample who is not pregnant. The following data was provided (reference range 0-5 miu/ml is negative):. Initial result = 400 miu/ml, manual 2x dilution result = <4.6 miu/ml, repeat result on snibe luminescence platform = negative. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 80029ud01, however, no trends were identified for the complaint list number, 07k78. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 80029ud01 was identified.

Event description:
The customer observed a false positive architect total -hcg result generated for a patient sample who is not pregnant. The following data was provided (reference range 0-5 miu/ml is negative): initial result = 400 miu/ml, manual 2x dilution result = <4.6 miu/ml, repeat result on snibe luminescence platform = negative no impact to patient management was reported.